Event description:
Healthcare professional reported left side capsular contracture baker grade IV with a rupture confirmed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: broken device observed assessed as fold flow opening. Additional observations: stress marks observed are assessed as non-penetrating nick.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with a rupture confirmed during surgery. Device has been explanted and replaced.